Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the device needle broke and fell into the patient cavity. The surgeon had to performed an x-ray just to locate the needle and retrieved it using grasper, resulting to an extended operation for more than 30 minutes. And the surgeon then used another device to resolve the issue in order to complete the case.